Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have an alarm. "This condition had the potential to interrupt delivery". This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a baxter field service technician, who discovered and confirmed the alarm. However, the evaluation is still in progress. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a baxter field service technician, and the condition was confirmed. This is an ancillary service event. The cause was determined to be damage to the door shim. To correct the condition, the door shim was replaced. If any additional information is received, a follow up MDR will be sent. During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have an air in line alarm. "This condition had the potential to interrupt delivery". This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.